Event description:
It was reported by the patient that they were having difficulty with their device it felt like their device was 'going off' inside of them. The patient further reported feeling like their heart is being pushed upon almost down by my stomach. The patient said they could feel the device working 'a little faster than a heart beat'. No follow-up was able to be obtained and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).